Event description:
It was reported that the colonovideoscope keeps blacking out and had a communication error. The issue occurred during inspection for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, h2, h3, h6, h11. Corrected fields: b5 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error 216 (scope communication error code). Based on the results of the investigation, the probable root cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was blacking out and had a communication error during inspection for use. There were no reports of patient harm.